Event description:
Report received from spain states: "doesn't cut properly at full cut rate speed. They had to reduce cut rate in order to aspirate vitreous."

Manufacturer narrative:
Product has been requested however it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00296 and 00297.